Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. Afterward the patient got sick with bronchitis. The patient was advised to follow up with their physician. No additional adverse patient effects were reported. The device remains in service.